Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a merlin.net transmission episodes of noise were noted on the right ventricular lead. The device was reprogrammed, the patient had not complained of feeling symptomatic. The lead remained implanted.

Event description:
New information received noted that during a pulse generator change procedure on (B)(6) 2019, the physician noted that there was blood inside the insulation of the right ventricular lead. The lead was known to exhibit noise and the anomaly was attributed to the insulation damage found near the suture sleeve. The physician repaired the insulation with medical adhesive and completed the procedure without any complications.